Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: no information available from the facility. Blocks b6 & b7: no information available from the facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the pioneer plus catheter was discarded by the facility, thus no returned product investigation performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a pioneer plus catheter was used in a therapeutic peripheral procedure. During use, the catheter got stuck on a guidewire, and the entire system was removed as a unit. A new catheter and guidewire were used to complete the procedure with no patient injury reported. This product problem is being submitted because the pioneer plus catheter and guidewire were removed as a system. There is potential for harm if it were to recur.